Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. Vascular access was obtained via the femoral artery. The moderately calcified, eccentric, 16mm in length, 3mm in diameter target lesion was located in the mildly tortuous right coronary artery. A 20x3.0mm promus element drug eluting stent was used to treat the target lesion. The stent was unable to cross the target lesion and it was noted that "the whole of the stent itself got kinked." Procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. Vascular access was obtained via the femoral artery. The moderately calcified, eccentric, 16mm in length, 3mm in diameter target lesion was located in the mildly tortuous right coronary artery. A 20x3.0mm promus element drug eluting stent was used to treat the target lesion. The stent was unable to cross the target lesion and it was noted that "the whole of the stent itself got kinked." Procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received inside the product pouch and shelf box. A visual and microscopic examination identified a kink at the midshaft located 26cm from the tip. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).